Manufacturer narrative:
The investigation found the provided instrument alarm trace contained an abnormal probe sucking alarm. This is an indicator of possible poor sample quality. The investigation found the customer's calibration recovery to be acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer discovered there was no flow through a system's valve. He performed system adjustments and checks. He performed an ise calibration with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable. The initial k result was reported outside the laboratory. The customer performed repeat testing with the patient's sample due to the initial k result being questioned. The customer performed repeat testing on a different cobas 6000 c (501) module and a nove prime analyzer. The patient's initial k result was 2.9 mmol/l. The patient's repeat result on another cobas 6000 c (501) module was 4.1 mmol/l, and the patient's repeat result on a nova prime analyzer was 3.9 mmol/l. The customer determined the repeat k result of 4.1 mmol/l was correct. The k electrode lot number was k1220 with an expiration date requested but not provided.